Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc determined that the customer was not wearing eye protection during the probe wash eye splash event. The laboratory safety procedure specifies wearing a face shield when handling reagents. The ccc determined that the emergency room flushed the operators eyes with saline. The cause of the probe wash (diluted bleach) eye splash is due to user error. The ccc instructed the customer to follow all laboratory safety procedures when handling instrument probe wash. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported an eye splash incident when filling a probe wash maintenance reagent wedge on an advia 1800 instrument. The customer flushed her eyes with water and went to the hospital emergency room for evaluation. The customer experienced temporary eye irritation and was not seriously injured. There are no reports of adverse health consequences due to the probe wash eye splash incident.